Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The original equipment manufacturer (OEM) performed review of the device history record and found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection of the device confirmed the reported issue. The device was tested and would not recognize handpiece, no activation due to a faulty rtc board. The device was found with old software version and needs to be upgraded along with the card edge board. Minor scratches and dents on housing were observed. Based on evaluation findings the reported failure was found to be due to faulty rtc board attributed to electronic component failure. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that at the beginning of a septorhinoplasty procedure the device will show green when they press the foot pedal however, it goes out right away and no activation to the handpiece was observed. There was an approximately 20 minutes delay into the procedure. The intended procedure was completed using an alternate method with different device. The serial number used was not provided. There was no patient harm or injury reported. No user injury reported.